Manufacturer narrative:
A customer from outside the united states reported observation nonreactive atellica im hiv ag/ab combo (chiv) results which were discordant relative to follow-up testing. MDR 1219913-2025-00130 was initially submitted on 01-jul-2025. Update, 28-aug-2025: siemens has concluded the investigation. The patient in question produced a reactive chiv result which conflicted with a reactive determination made in follow-up molecular (pcr) testing by the public health institute (isp). Additional testing using atellica im chiv lot 371 also produced another nonreactive result. No further information regarding this patient was provided by the customer facility, despite multiple requests. Reagent issues were essentially ruled out as quality control (qc) results were within expected ranges, and no issues were observed with other patients. Siemens offered additional testing of the sample, but the customer declined to provide a sample for testing. Based on the additional information, a specific cause for the observed discordance cannot be determined. No systemic product problem was identified. The customer is presently operational, using chiv lot 371. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of nonreactive atellica im hiv ag/ab combo (chiv) results which were discordant relative to alternate-method testing. Siemens is investigating. Notes: 1) the observation was reported in association with a product which is distributed only outside of the united states. The reported PMA number is associated with a us form of the product (similar product). 2) a similar observation was reported in MDR 1219913-2025-00129 (01-jul-2025).

Event description:
The customer reports observation of nonreactive atellica im hiv ag/ab combo (chiv) results which were discordant relative to alternate-method testing when using chiv lot 370. A female patient produced an initial nonreactive chiv result. When this patient¿s sample was sent to the chilean public health institute of for confirmatory molecular testing, a reactive result was returned. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.